Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported the test did not start on her adc blood glucose meter after a sample was applied to a test strip inserted into it. She further reported subsequently feeling "dizzy and shaky" and "felt like (she) would pass out". Customer denied a loss of consciousness. She further reported her husband transported her to a local emergency room, where she was diagnosed with hyperglycemia and treated with insulin and an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event.